Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the one touch ping meter was missing results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2014. The patient manages her diabetes with an insulin pump and stated she took her usual dose of medication in response to the alleged issue. The patient stated, several days after the alleged issue occurred, she developed symptoms of ¿sick, tired, fatigue, and heart palpitations¿. On (B)(6) 2014 at 12:30 p. M. The patient went into the urgent care/clinic to see a health care professional (hcp). It is not known what treatment, if any, the patient received during her visit. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/25/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.